Event description:
It was reported to philips that the device is giving a blower temp high alarm even after replacing both filters. Patient involvement is unknown. The customer spoke with a philips remote service engineer (rse). The rse advised the customer that the blower or the mc pcba may be faulty. The rse provided the part number for the blower. Further information is pending.

Event description:
It was reported to philips that the device is giving a blower temp high alarm even after replacing both filters. Patient involvement is unknown. The customer spoke with a philips remote service engineer (rse). The rse advised the customer that the blower or the mc pcba may be faulty. The rse provided the part number for the blower. Further information is pending.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.